Manufacturer narrative:
Stryker evaluated the customer's device and verified the service light and white display issue. Internal inspection of the device found component damage on the ui pcb and physical damage on the outer case. Damaged items were replaced and current software was reloaded. Reported issues were caused by impact resulting in physical damage. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had a service light on and was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.